Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stenting procedure. According to the complainant, difficulties were encountered during attempts to deploy the stent across a lesion approximately at d2 within a tortuous anatomy. The most distal white portion of the handle became loose and the stent could not be deployed. The device was removed through and the scope. The procedure was completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of this procedure was reported as fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).